Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer reported that they received a weak battery alarm and failed battery test alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 238 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the low blood glucose was treated with food. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not found air bubbles and leaks. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.